Manufacturer narrative:
As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician could not duplicate the customers¿ complaint. The unit primed, fed, and flushed, without any error. No fault was found. Complete evaluation and diagnostics were performed on the unit. The unit was cleaned, tested and recertified per procedure.

Event description:
The customer reported that the display was not legible. This was discovered during testing with no patient involved.